Manufacturer narrative:
Device 12 of 30. Common device name: cure ultra® ready-to-use catheter for women. Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported by the product distributor that an end user notified them that they had to go to the doctor due to the catheter. It was reported that there was " difficulty inserting catheters due to jagged edges at tip of catheter. Patient sought medical care and is on round of antibiotics". The end user refused to release her phone number or medical provider information to us to obtain additional information. No photograph was received depicting the reported complaint issue. No lot number was provided of the product.